Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker exhibited a failure to interrogate via rf telemetry. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal voltage levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.